Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that diagnostics revealed impedances on the patient's left lead. Surgical intervention was undertaken wherein the physician cut the right lead. As a result, both leads were explanted and replaced during the procedure.